Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for spinal pain indications. It was reported that when the patient tried to bolus, the handset kept showing "exiting up in the program with some red". The patient stated it would take up to 7 minutes, and this started 6-7 months ago. An agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag. The patient commented "that was the fastest just like when I first got this, I kept telling this shouldn't take up to 10 for this thing and my shoulder is twisting in the back". The patient would call back if they needed further assistance.

Manufacturer narrative:
B3. Event date is approximate, year is confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.